Event description:
It was initially reported that device dug into muscle tissue and required an add'l donor site to be used. Add'l clinical info determined that during the procedure the surgeon attempted to take a slit thickness graft from the pt's left thigh (donor site) and experienced a severe digging which penetrated into the pt's muscle. A second physician was called in to assist with the second attempt of a donor graft from the pt's left thigh. During this attempt, the dermatome skipped slightly, but a sufficient graft was obtained to complete the case. No further info was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was mfg on 07/20/2013 and has no repair history at zimmer surgical. Investigation revealed the master blade was below the control bar. Prior to repair, the device operated at 5635 rpm. The device met calibration and side to side spec at all tested thickness settings. Repair of the device included repositioning of the control bar and the replacement of the standard repair parts. Post repair analysis revealed minor discoloration and corrosion to the motor. The motor operated within electrical spec. The reported event was most likely due to the blade overhanging the control bar, which was most likely due to lack of preventative maintenance. Per the instructions for use, "the zimmer electric dermatome should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." Additionally, special care should be taken during cleaning and sterilization to prevent the entry and accumulation of moisture into the handpiece that can lead to the corrosion and malfunction of internal components. The device was repaired and returned to the customer.